Event description:
Revision ltka for infection. Patient has mrsa. I&d with changing the moveable parts.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 64812140; mrhk tibial sleeve; lot# llf180 cat# 64952105; gmrs small femoral bushing; lot# llf142 (B)(4) cat# 64812100; mrh tib rot comp xs-xl; lot# 211452a cat# 64952115; gmrs small axle; lot# ctd97408 cat# 64812133; mrhk bumper insert 3 degrees; lot# lmf090 cat# 64956040; gmrs extension piece 40mm; lot# rla7u cat# 64853113; mrs fem stem w/o body 13x127mm; lot# 269017c cat# 64813111; mrh tibial b/plt keel sml 2; lot# yyr4t cat# 5560-s-112; tri cemented stem 12mmx50mm; lot# 0115838j cat# 64952010; gmrs dist fem comp sml l 65mm; lot# t2e9p it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.